Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that during a coil embolization procedure of a recurrent aneurysm located on the middle cerebral artery (mca), the physician performed stent-assisted coil embolization with the intent to straighten the parent vessel using the enterprise ii (product code / lot number unknown). At the time, the 150cm x 5cm prowler select plus microcatheter (606s255x / 30658232) was used, but the physician decided to switch to the headway® 21 microcatheter (microvention) because it was difficult to deploy the enterprise ii due to strong resistance in the microcatheter and intense resistance and movement from the chikai 14 neurovascular guidewire (asahi intecc). The complaint documented that it was unclear if continuous flush was maintained. There was no report of patient adverse event or complication. On 10 feb 2022, additional information was received. The information indicated that the headway 21 microcatheter was used instead of the prowler select plus and the enterprise® 2 vrd stent was implanted and the procedure was completed. On 10-mar-2022, additional information was received. The information indicated that the procedure was to treat the lesion on the internal carotid artery. ¿apart from this procedure, there was another procedure in which no cerenovus device was used.¿ the 4.0mm x 23mm enterprise® 2 vascular reconstruction device (vrd) (enc402300 / 11148721) was used during the stent-assisted coil embolization with the intent to straighten the parent vessel. The information indicated that there was resistance felt between the chikai 14 neurovascular guidewire and the prowler select plus microcatheter when the guidewire was inserted into the microcatheter, which prompted the switch to the headway® 21 microcatheter (microvention). The information confirmed that the procedure was completed with the delivery and implantation of the 4.0mm x 23mm enterprise® 2 vrd via the headway® 21 microcatheter. There was no allegation of patient injury due to the reported issue. The event did not result in any clinically significant procedure delay. The complaint device was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: a non-sterile 150cm x 5cm prowler select plus microcatheter was received. The prowler select plus was visually inspected, and it was found in good condition, no apparent damage (i.e. Kink, compression) was observed. The mc was flushed, and no obstruction was noted. A 0.0206-inches lab sample guidewire was then inserted and advanced through the mc lumen. The guidewire came out from the mc distal tip without noticeable resistance. The inner diameter (ID) and outer diameter (od) of the prowler select plus microcatheter were confirmed to be within specifications the customer complaint as related to the resistance encountered during the procedure was not confirmed since the lab sample guidewire was advanced without any problem. No contributing factors could be identified from the returned prowler select plus microcatheter. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis in the laboratory setting. A review of manufacturing documentation associated with this lot (30658232) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use contain the following cautions: never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. The movement against resistance may result in damage to the vessel. If strong resistance is met during manipulation, discontinue the procedure, and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 10-mar-2022. [Additional information]: on 10-mar-2022, additional information was received. The information indicated that the procedure was to treat the lesion on the internal carotid artery. ¿apart from this procedure, there was another procedure in which no cerenovus device was used.¿ the 4.0mm x 23mm enterprise® 2 vascular reconstruction device (vrd) (enc402300 / 11148721) was used during the stent-assisted coil embolization with the intent to straighten the parent vessel. The information indicated that there was resistance felt between the chikai 14 neurovascular guidewire and the prowler select plus microcatheter when the guidewire was inserted into the microcatheter, which prompted the switch to the headway® 21 microcatheter (microvention). The information confirmed that the procedure was completed with the delivery and implantation of the 4.0mm x 23mm enterprise® 2 vrd via the headway® 21 microcatheter. There was no allegation of patient injury due to the reported issue. The event did not result in any clinically significant procedure delay. E.1: initial reporter phone: (B)(6). The initial reporter email address was not reported / provided. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a coil embolization procedure of a recurrent aneurysm located on the middle cerebral artery (mca), the physician performed stent-assisted coil embolization with the intent to straighten the parent vessel using the enterprise ii (product code / lot number unknown). At the time, the 150cm x 5cm prowler select plus microcatheter (606s255x / 30658232) was used, but the physician decided to switch to the headway® 21 microcatheter (microvention) because it was difficult to deploy the enterprise ii due to strong resistance in the microcatheter and intense resistance and movement from the chikai 14 neurovascular guidewire (asahi intecc). The complaint documented that it was unclear if continuous flush was maintained. There was no report of patient adverse event or complication. On 10 feb 2022, additional information was received. The information indicated that the headway 21 microcatheter was used instead of the prowler select plus and the enterprise ii stent was implanted and the procedure was completed.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The name, phone and email address of the initial reporter are not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (30658232) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received the product analysis lab on 09-mar-2022. The return product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.